Manufacturer narrative:
(B)(4). Results: the distal tip of the neuron max 6f 088 long sheath (neuron max) had a small piece fractured and missing. Conclusions: evaluation of the returned neuron max revealed a small piece of the distal tip of the catheter was fractured off and missing. This damage is likely a result of the packaging mandrel pinning the tip of the catheter against the packaging tube upon removal. If the catheter is withdrawn against this resistance these tip damages are likely to occur. This failure is more likely to occur if the packaging mandrel slips out of the tape or the tape is removed prior to retraction of the catheter from the packaging tube. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
During preparation for a medical procedure, the hospital staff found that the distal tip of the neuron max 6f 088 long sheath (neuron max) was broken upon removal from the packaging. The damaged neuron max was found prior to use. Therefore the neuron max was not used in the procedure. The procedure was completed using a new neuron max.

Manufacturer narrative:
Results: the distal tip of the neuron max had a small piece fractured and missing. The inner and outer diameter of the neuron max were measured and found to be within specification.